Manufacturer narrative:
The device was received for evaluation. During functional testing, not dispensing correct amount was not reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr. For 60 mins at 40 vtbi with the results of 40.473 and passing error percentage of 4.615%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not dispensing the correct amount, noted only about half had been dispensed during therapy in the medical surgical department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.